Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. Pre-operative diagnostic testing revealed leads fractured and migrated. As a result, surgical intervention occurred where in the ipg and leads were explanted and replaced on (B)(6) 2025. Effective therapy was restored post-operatively. It is unknown which leads contributed to the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 3 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8176945.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.